Manufacturer narrative:
Additional information: g3, h6 (coding) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device¿s jaw tip melted. There was no patient injury. Medtronic's initial evaluation of the incident device found that the insulation at the tip of the jaw had chipped off. Piece of insulation not found/not returned.

Manufacturer narrative:
D10 concomitant product/s: lf2019, exact dissector lf2019 ligasure 21cm, (lot #31640288x) vlft10gen, vlft10gen ft series energy platformx1, (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device¿s jaw tip melted. The device broke during the procedure and a piece fell into the patient cavity, but it was removed and no additional medical procedure needed. There was no patient injury. Medtronic's initial evaluation of the incident device found that the insulation at the tip of the jaw had chipped off. Piece of insulation not found/not returned.